Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The set was in use for one and a half respectively. The blood glucose level at time of event was high (specific value unknown) and patient resolved it with correction bolus via pump. No further information available.

Manufacturer narrative:
(B)(6).